Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture and a drop in sensing involving the lv lead was also observed. The physician thought the lv lead might be fracture and that the terminal pin of the lv lead might not be fully inserted into the header of the crt-p. The lv lead was deactivated and the crt-p continues to remain implanted and in service. No adverse patient effects were reported.